Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported, "cup was revised due to dislocation. Exposure was made. Head was removed with a draft. Cup and liner were removed with the zimmer cup explanting device. The doctor commented that the rim of the poly to have been fractured. The acetabulum base then reamed and acetabular cup and liner were implanted. Trialing then took place with a 36mm to u taper head. This actual head was then implanted."

Manufacturer narrative:
An event regarding dislocation involving a omnifit shell was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported, "cup was revised due to dislocation. Exposure was made. Head was removed with a draft. Cup and liner were removed with the zimmer cup explanting device. The doctor commented that the rim of the poly to have been fractured. The acetabulum base then reamed and acetabular cup and liner were implanted. Trialing then took place with a 36mm to u taper head. This actual head was then implanted."